Event description:
It was observed during the device inspection, the colonovideoscope exhibited an e315 error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation also found foreign material attached to the bending section cover adhesive. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, water may have intruded into the device during handling and the moisture may have caused damage to the electronic components. The foreign material could not be identified and the foreign material residue point was free from physical damage. A definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The suggested event is detectable and preventable by handling the scope in accordance with the instructions for use: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.